Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects that could not be removed, (medical tissue glue adhered to the flexible rubber). There was no patient involvement.